Event description:
It was reported that ongoing intermittent occlusion alarms occurred. It was confirmed that the reported occlusion did not adversely impact the customer¿s blood glucose level. To resolve the situation, the customer changed the infusion set and cartridge before resuming insulin.